Event description:
In (B)(6) 2015 I had sientra textured breast implants put in. In (B)(6) 2015, the MFR took these particular implants off the shelf due to contamination and FDA violations at the plant in (B)(6). Since 2015 I have been diagnosed with one illness after another and have experienced a great deal of breast pain. I was never notified about the recall and had to discover what is causing me illness on my own. I now suffer at least 50+ symptoms including severe allergy to ingredients in silicone. This was verified through a silicone panel lab test. I can no longer wear my silicone contacts. I suffer from fibromyalgia among many other ailments. I currently take six allergy shots per week to try to feel somewhat normal. Shortly after breast implants I experienced allergy issues I never experienced prior along with eye sight problems. Only (B)(6) in the us will test for a silicone allergy and I was able to purchase my own test and obtain positive results. FDA safety report ID # (B)(4).